Manufacturer narrative:
Update: follow up was made to the customer¿s healthcare provider, and they indicated that they did not "think" that the customer was wearing the pump at the time of the death, however they were not certain. They provided information that the customer was admitted to the hospital/ ER on (B)(6) 2015 for respiratory failure and shortness of breath, then passed away the same day. Additionally they stated that the customer had several other ¿complications¿, but did not elaborate on what they were. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received the pump several months ago but passed away prior to receiving training due to the fact that they were medically unstable. It is unclear as to whether the customer was wearing the pump at the time of death.